Manufacturer narrative:
Unique device identifier (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned a2114 mayfield infinity skull clamp. The rocker arm assembly and one of the pawls were broken. The DHR review showed that the device passed all dimension and functional test before release. The reported condition is likely caused by excessive force or pressure. The unit needs repair, pm and replacement of damaged / broken parts. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after pin fixation with the mayfield infinity, the patient was placed in prone position and the head clamp secured to the base unit. Suddenly, the connector of the rocker arm snapped or broke off into half internally and the patient's face hit on edge of table. Surgery was cancelled and followed by CT scan to rule out a fracture. The surgery was delayed for one week and the patient was kept in the hospital for observation and received steroids. The procedure was a c6-t2 laminectomy for drainage of a cyst.